Event description:
The patient reported experiencing inaccurate erratic results with their surestep meter. The patient's blood glucose was 121 and 163 mg/dl. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information is reported.